Event description:
It was reported that the pump declared an alarm 20 while the customer was using it during pumping. There was no specific information provided regarding the impact on the customer's blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. The customer was informed that the pump needed replacement and tandem technical support arranged for this to happen. The customer continued using the current pump for insulin delivery and was instructed to return the problematic pump within 10 days using the provided prepaid label and box, after allowing the battery to deplete.